Event description:
Additional information was received from the manufacturer representative (rep). The rep stated that the patient device was intended to treat urge incontinence and urgency frequency. The healthcare provider (hcp) scheduled the patient to have the pne leads removed on 2021-(B)(6) and fully implant the patient. No further complications were reported.

Manufacturer narrative:
Continuation of d10: product ID 309201 lot# 60292692 serial# implanted: explanted: product type screening device product ID 306001 lot# 60293813 serial# implanted: explanted: product type screening device medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 309201, lot#: 60292692, product type: screening device, product ID: 306001, lot#: 60293813, product type: screening device, product ID: neu_adhesive_acc, lot#: unknown, product type :accessory. Other relevant device(s) are: product ID: 309201, serial/lot #: (B)(4), ubd: 12-nov-2022, UDI#: (B)(4); product ID: 306001, serial/lot #: (B)(4), ubd: 12-nov-2022. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. The trial began (B)(6) 2021. It was reported that the patient came to the healthcare provider's office for device removal the day of the report , however the leads had already been cut by the patient's spouse at 6:30 am the morning of report. Rep said the hcp didn't think the leads had been cut the day of report since it had already scabbed over. It was reviewed they would likely have to dissect and then pull the lead out at a straight angle, but it was really up to the hcp to address the issue and there were not really any specific recommendations for the removal of the lead. Both the left and right lead were in the body. Reviewed it was the hcp's decision on how long to wait to remove. The patient also reported irritation above the lead site due to the tape. The hcp and rep did not believe the 'abrasion' was there the day of trial implant on september 09 as the patient stated. It was noted that the patient had greater than 50% relief from the trial.